Manufacturer narrative:
(B)(4).

Event description:
The patient worked in retail and had been using a tag magnet remover at the checkout. She experienced a weird sensation in her head area. She has felt more "pulling" for the last two months. It was noted that she exercised more. A ringing in her ear started shortly after implant. When her ins was turned off the volume of ringing went down. Additional information has been requested.